Event description:
The physician was performing his first evolution deployment with the clinical trainer. During deployment the physician and trainer were uncertain if the physician was at the first green marker on the compaction tube or the second (correct) one, so the physician stopped pulling back. After realizing it was only the first green marker the physician was then instructed to pull back further, and experienced difficulty when pulling back. He pulled harder to compensate and went past the correct green marker until the device started ratcheting. The patient developed a pseudoaneurysm that later had to be treated in interventional radiology.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysms are possible risk or situation associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.